Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00305 to provide the return sample evaluation and to provide more information on the event description. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the shaft had been fractured on the distal segment. The separated distal piece was also returned for evaluation. The length of the shaft and separated segment was measured and is comparable to that of current product. Magnifying inspection of the fracture on the separated segment found the exposure of the coil at the end. The urethane layer was found to have the configuration which implied that the urethane layer had been ripped off. Magnifying inspection of the fracture on the main body found that the exposure of the core wire at the end. The urethane layer was found to have been diminished toward the end. Electron microscopic inspection of the each fracture did not find any anomaly. The outside diameter was determined along the total length of the main body and confirmed to meet manufacturing specifications. The actual sample underwent tactile inspection for the state of the lubricity of the coating on the undamaged segment. No catch was felt. The tensile strength of the shaft on the segment adjacent to the fracture was evaluated by the load measuring machine and confirmed to be comparable to that of the current product sample. The urethane layer was removed for further electron microscopic inspection of the state of each fracture. The coil exposed on the fracture of the separated segment was found to have been diminished toward the end. The core wire exposed on the fracture of the main body was found to have been diminished toward the end. Simulation testing was conducted. A product sample was subjected to a one-way pulling force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the diameter of the core wire had been diminished and shaped to the end with the generation of the dimple pattern. The state was confirmed to be similar to that on the actual sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to a pulling force in the state of being trapped in an object due to some factor(s), resulting in the fracture at the distal segment. The device labeling does address the potential for such an event by stating in the instructions-for-use: "manipulate the guide wire gt slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00305 to provide the return sample evaluation as well more information on the event description. Follow up communication with the user facility reported the following information: the tip had migrated to the sylvan bifurcation; and the tip was retrieved with a return loop.

Manufacturer narrative:
The actual sample has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the involved product code/lot# combination was evaluated. Visual inspection of the sample did not find any visible anomaly. Magnifying inspection of the sample did not reveal any anomaly. The outside diameter of the sample was confirmed to meet the specifications, being comparable to that of the current product sample. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no production related discrepancies. A search of the complaint record did not find any other report with the involved product/lot# combination. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned.

Event description:
The user facility reported that during a procedure, the tip of the guidewire was removed when accessing an aneurysm on the right carotid siphon.